Event description:
Hill-rom received a report from the account stating the foot section would fall out if pushed from the side. The bed was located in labor and delivery. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
Hill-rom technical support provided the part number for the lift off foot section. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this be. It is unk if the facility performed any other preventative maintenance on their beds. Hill-rom technical support ordered the new lift off foot section for the account to install and resolve the issue. Based on this info, no further action is required.